Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while the dissector was being cleaned, a piece of the active waveguide disengaged. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.